Event description:
Upon receipt of the device, the user observed a reference sensor test failure. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.